Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
26mm sapien 3 ultra, commander ds, esheath as reported by the clinical specialist, during a tf tavr case, the esheath was inserted within the patient without incident. The delivery system and thv prepped in standard manor. Resistance was felt by the physician while inserting delivery system into the esheath. The sheath was examined under flouro; no evidence of kink or tight bent noticed. The physician increased push force on the delivery system and pulled back the sheath while simultaneously pushing on the commander delivery system, which allowed the thv to advance to ao. During valve alignment, a flared strut of the thv was observed. The thv was retracted into the sheath and the system was removed as a unit. A new esheath was inserted and was dilated with a 16fr dilator. The second 26 mm s3 ultra was deployed without incident. There was no injury to the patient, but there was a noticeable slit/tear in the white strain relief portion of the sheath, possibly caused by the bent strut of the first valve (sn 7514554). The patient was thin and the insertion angle was, therefore, not at an acute angle. The access vessel was greater than 5.0mm in size and there was no significant tortuosity but there were areas with significant calcification. Per hospital policy the devices not implanted need to stay in house and be inspected by biomed.

Manufacturer narrative:
The device was not returned for evaluation. Device and patient imagery were provided and evaluated and revealed one bent valve strut on the inflow side of the valve. Tortuosity and calcification were observed on the patient¿s access vessel. The patient¿s minimum luminal diameter was 4.9mm on the right side. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. Although the frame damage was confirmed, a complaint history review is not required as the issues has been previously identified in a product risk assessment, which captures root cause analysis for the issue. The IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. During delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The damaged frame was confirmed from the evaluation of the imagery. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿resistance was felt by the physician while inserting delivery system into the esheath... The physician increased push force on the delivery system and pulled back the sheath while simultaneously pushing on the commander delivery system, which allowed the thv to advance to ao¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as indicated, patient had tortuosity in access vessels and as also stated in complaint description, significant calcification. Presence of tortuosity creates a challenging pathway as it can create sub-optimal angles for delivery system/thv insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance and require higher push force for delivery system/thv advancement. Calcification also requires a higher push force. As shown in the imagery provided, a section on patient¿s right access vessel has a mld of 4.9mm. For a 14fr esheath, a minimum vessel diameter of 5.5mm is required. A narrow access vasculature also creates resistance and requires high push force to advance delivery system through the sheath. As captured in a product risk assessment and corrective action preventative action, it has been identified that high push force/resistance of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. In this case, it is possible that high push force and excess device manipulation applied to overcome resistance caused by tortuosity and calcification resulted in frame damage. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification/tortuosity/narrow access vessel) and/or procedural factors (high push force/ excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. This event is within the scape and is one of the complaints identified in this pra.